Event description:
Caller alleged discrepant inr results with the inratio meter on (B)(6) 2012. The pt was testing outdoors. Initial result was 1.0 and 10 minutes later result was 1.8 on the same finger. Pt tested indoors, 10 minutes later on the other hand and result was 2.6. Pt was "milking" the finger. Final test result, with instructions by customer service was 2.7. Therapeutic range was not provided. There was no reported adverse pt sequela. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.